Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp that a rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography procedure in 2009. According to the complainant, when this device was advanced through the papilla, an attempt to inflate the balloon was made. However, the balloon ruptured. Another rx dilatation balloon was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition was reported to be good.